Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of fiber stopped working is confirmed, as analysis identified the glass and metal caps were detached/separated. It is probable that tissue adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap and metal cap detachment. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass/metal cap detachment. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass and metal caps were detached/separated and not returned. The fiber was tested with hene (helium-neon) laser fixture and no breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap and metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of a 50 g prostate gland, the first fiber stopped working after 14:01 minutes and 148,014 joules of fiber use. No error messages were presented on the console. A second fiber was utilized to continue with the procedure and also stopped working after 4 minutes and 38,035 joules of fiber use. The surgeon tried cleaning the fiber to get it to work but it did not work. The console screen displayed an error message with the second fiber indicating, fiber port overheated-try another fiber. A third fiber was opened and stopped working after 6:27 minutes and 63,555 joules of fiber use, the same error occurred again with the second fiber. The procedure ended with third fiber. The physician felt that the photoselective vaporization treatment was sufficient after the third fiber. The patient was not re-scheduled for further treatment. There were no patient complications in relation with this event. The second fiber was returned and analysis identified that the glass and metal cap were detached.